Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for the elecsys cea assay (cea) and the elecsys (B)(6) immunoassay ((B)(6)) on a cobas 8000 e 801 module (e801). The cea result was erroneous. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a cea value of < 0.2 ng/ml. The sample was repeated, resulting as 3.85 ng/ml. No adverse events were alleged to have occurred with the patient. The cea reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer. He cleaned each probe and checked probe position. He ran controls.

Manufacturer narrative:
The cea reagent lot number was 286620. For the complained sample, the correct initial cea result was < 0.3 ng/ml. The repeat cea measurement of 3.85 ng/ml was performed with a different analyzer. The patient had the following additional test data on an unknown date: ast = 63, alt = 52, ld = 263, r-gt = 70, tg = 43, hdl-c = 90, bun = 11.8, cre = 0.54, ua = 2.5, na = 139, k = 4.3, cl = 101. No units of measure were provided for these tests. The patient sample had the following additional test data on (B)(6) 2018: ast = 28, alt = 18, ld = 228, r-gt = 20, tg = 40, hdl-c = 83, bun = 19.9, cre = 0.48, ua = 3.4, na = 141, k = 5.0, cl = 104, glu = 92, hba1c = 5.5, hb = 129.30, a1c = 4.60. No units of measure were provided for these tests. The correct ca 19-9 value on (B)(6) 2018 was 19.1 u/ml instead of 19.9 u/ml. Calibration signals from (B)(6) 2018 were within expectations. The investigation was unable to find a definitive root cause.